Event description:
Pt on heparin drip protocol for diagnosis of deep vein thrombosis. Rate of pump calculated to run a 13cc/hr (1300u/hr). When checked at change of shift on 12/24/1999 @ 6:45 am rate found to be 123cc/hr and bag empty (25,000u heparin/250cc d5w). Pt received approx half the bag. Heparin discontinued. Labs monitored and changed to different anticoagulant. No further treatment required. (User vs pt vs pump issue).